Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw, open and bleeding .there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient remove the lv to allow for skin relief. Outcome of the irritation is unknown.